Manufacturer narrative:
Concomitant medical products: 3830-69 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead threshold had been increasing for about eight months - as noted on the trend - and the threshold had measured high multiple times. The threshold was measured manually and then the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.